Event description:
It was reported that the subject home monitor was returned with the mention "defective", no further information was provided.

Event description:
It was reported that the subject home monitor was returned with the mention "defective", no further information was provided.

Manufacturer narrative:
Preliminary analysis did not show any back-office connection problem.

Manufacturer narrative:
The type of the device has been corrected.

Event description:
It was reported that the subject home monitor was returned with the mention "defective", no further information was provided.